Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not deliver biphasic pulse) was unable to be confirmed. The electrode belt was able to deliver a biphasic pulse within the specified range. Upon further investigation the electrode belt did not pass a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire. The root cause for the open wire could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was unable to deliver a biphasic pulse.